Manufacturer narrative:
Dates estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached article, titled "incidence and outcomes of early mitral valve reintervention after mitraclip". Na.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcome: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled incidence and outcomes of early mitral valve reintervention after mitraclip.¿ no additional information was provided.